Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: the daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a flow accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that they believed there was something wrong with the pump causing the patient's blood glucose readings to be in the 400s with no signs or symptoms reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported blood glucose issue does not meet criteria for a serious adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.